Event description:
It was reported that the curvature of a totalfix titan-fussplaite, klein vorfuss 2.7 stueck was wrong.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Once more detailed information becomes available, a follow-up report will be filled. (B)(4).